Event description:
The pt called alleging erratic readings on the lifescan (lfs) meter. The pt received a 260 mg/dl, 130 mg/dl, 298 mg/dl within 11-20 minutes apart from one another. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution had been opened less than the discard date. The test strips failed twice using the control solution. Customer service sent the pt a replacement vial of test strips and control solution.